Event description:
An eye care professional reported that a patient had recently presented with corneal neovascularisation and subjective contact lens incompatibility (tearing, irritation, light sensitivity). The patient had been wearing focus monthly toric visitint contact lenses for a couple of years before switching to a new (stronger) lens power in 2004. The patient had not attended for follow-up care and/or medical check-ups for more than two years. The ecp could not provide lot information of the device used by the patient, nor had the patient returned for further follow-up. No further information is available.

Manufacturer narrative:
The report was reviewed by the ciba vision medical monitor with the following conclusion: "this event is classified as a possible significant corneal neovascularization." As there was no product or lot number provided, no detailed investigation can be performed.